Manufacturer narrative:
An event of cardiogenic shock, kidney failure, tachycardia, and death were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and medical review, the cause for the reported cardiogenic shock, kidney failure, tachycardia, and death are likely attributable to underlying cardiac disease and comorbid conditions. The reported medical interventions are a likely result of case specific circumstances, as continuous renal replacement therapy, cardiopulmonary resuscitation, and targeted temperature management were performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6)2026, a 24mm amplatzer post-infarct muscular vsd occluder was implanted in the patient. The procedure was successful with great device placement and no significant residual ventricular septal defect (vsd). Unfortunately, the patient has some complications from the critical illness, presented to the hospital with and is suffering from cardiogenic shock, kidney failure requiring continuous renal replacement therapy (crrt) and has had a few episodes of ventricular tachycardia (vt) requiring cardiopulmonary resuscitation (CPR) and targeted temperature management (ttm). Since there are no device related issues. On (B)(6) 2026, it was reported that the patient passed away. The patient death was due to hypoxic encephalopathy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 24 mm amplatzer post-infarct muscular vsd occluder was implanted in the patient. The procedure was successful with great device placement and no significant residual ventricular septal defect (vsd). Unfortunately, the patient has some complications from the critical illness, presented to the hospital with and is suffering from cardiogenic shock, kidney failure requiring continuous renal replacement therapy (crrt) and has had a few episodes of ventricular tachycardia (vt) requiring cardiopulmonary resuscitation (CPR) and targeted temperature management (ttm). Since there are no device related issues. On an unknown date, it was reported that the patient passed away.